Event description:
The manufacturer was notified of an endocarditis event involving a perceval plus valve size l. Based on the information available, a perceval plus valve size l was implanted in a patient on the patient on (B)(6) 2021 through mics approach, type 0. Reportedly, one of the valve leaflets was torn and the surgeon suggested that it might be due to endocarditis. No functionality problem was noted last june. Reportedly, the valve was explanted on (B)(6) 2026.

Manufacturer narrative:
Manufacturer is retrieving and reviewing the production record of the device. A follow up report will be provided upon completion of this review and/or receipt of any further relevant information.

Manufacturer narrative:
Updated sections a2, a3a, b3, b4, b7, g3, g6, h2, h6 corrected sections: b5 (valve model), d4 (valve model). The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the medical judgement available, the event occurred due to endocarditis which occurred more than 4.5 years postop avr. As reported in scientific literature, after 2 months of surgery endocarditis occurs due to late-onset nosocomial infection or due to a community-acquired infection. As such, there is no reason to suggest that the event is attributed to the device.

Event description:
The manufacturer was notified of an endocarditis event involving a perceval valve. The following provides a summary of all information currently available. A perceval valve pvs25/l was implanted in a patient on (B)(6) 2021 through mics approach, type 0. One of the valve leaflets was torn and the surgeon indicated that it is due to endocarditis. The valve was eventually explanted on (B)(6) 2026. No other further information is available at this time.